Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump failed to alarm for an upstream occlusion, when an upstream occlusion was present, during preventive maintenance testing. It was also reported there was no patient involvement.